Event description:
Same case as mfg. 2134265-2009-01043, 2134265-2009-01044 and 2134265-2009-01045. It was reported that during an iliac stenting procedure, four balloon ruptures, removal difficulties, and a balloon detachment occurred. The greater than 50% stenosed lesion was located in the moderately tortuous and not calcified right common iliac artery. A wallstent 24x70mm stent was successfully implanted in the lesion. The first balloon, an xxl 18x4.5mm was advanced to the lesion. The balloon was inflated with an encore inflation device to 5 atm for 15-30 seconds and ruptured. Another of the same device was advanced to the lesion, and inflated to 5 atm for 15-30 seconds and ruptured. A fourth xxl 18x4.5mm balloon was advanced to the lesion and inflated to 5 atm for 15-30 seconds and ruptured. Resistance was encountered upon withdrawal. The balloon detached inside the vessel. The physician attempted to remove the balloon with a snare and various grafting devices, but was unsuccessful. A wallstent 22x70mm was used to secure the balloon material against the vessel. This stent was post dilated with another manufacturer's balloon. Ivus was used, and it was reported that there was no residual stenosis at the original lesion site, or at the site of the placed 22x70mm wallstent. The procedure was completed. No pt injuries or complications were reported. The pt condition is reported as "ok".